Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visual and optical examination of the mas head identified a portion of the first thread on one side is broken off. The broken-off portion of the head is missing and not returned for analysis. The above observations are consistent with misalignment of the mas head and set screw during construct assembly.

Event description:
Pre-operative diagnosis: lower back pain type of procedure: lumbar fusion it was reported that on (B)(6) 2015, intra-op, the head of the screw was stripped and broke. No fragments remained inside the patient. No patient complications were reported as a result of this event.